Event description:
During stenting of an av graft, the smart control stent migrated after it was deployed. The av graft was described as tapered from 6mm to 8mm. Pre-dilation was completed. When smart control deployment was started (approximately 1mm), it was noted that the stent was "creeping forward" so the physician applied backward traction pressure to the device to prevent inaccurate placement of the stent. The stent was approximately 3/4 of the way deployed with apparently good fixation when it was completely released and the stent "watermelon seeded" forward and migrated approximately 5 cm. Subsequently, the blood flow in the fistula was occluded. A previous axillary cut down was used to clamp the vessel and surgical retrieval of the stent was performed. Per the physician, "I believe but I'm not sure that what I put tension on the stent it may have accordianed the vein and stored energy in it that pulled the stent through my stenosis."

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.